Manufacturer narrative:
Baxter's medical director's medical assessment: the peritonitis is probably related to use error due to a non-maintenance of sterility, during therapy, by allowing a pet to contact the tubing. The medical director determined this incident to be reportable on 11/20/06. Baxter's product surveillance dept has reviewed proper procedures with the home pt. The home pt's nurse stated that the home pt (hp) was diagnosed with peritonitis. The hp was not hospitalized. The hp's symptoms were cloudy effluent and abdominal pain. The hp uses dianeal solutions, 6 liter of varying strengths: 1.5%, 2.5%, and 4.25%. There were no concomitant medicinal products. The hp's nurse stated there was an exit site or tunnel infection, but there was no culture and sensitivity test performed. The hp's nurse has reviewed with the pt that pets are not allowed to have access to the supplies. The hp's nurse stated the hp is a compliant pt and does not re-use supplies. The hp did not have peritonitis within 4 weeks of this event. The hp did recover from this event. The health care professional suspected the root cause of this event was the cat biting through the tubing causing a break in the sterile pathway. The hp was treated with ancef, ip 1 gram daily foa a week, fortaz, ip 1 gram daily for a week, cipro, 250 mg bid oral for 3 weeks, and gentamycin, topical on the exit site everyday for 1 week.

Event description:
A home pt (hp) contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain ? Of their automated peritoneal dialysis therapy. Reportedly, a cat owned by the hp's neighbor was able to get to the setup while in use and bit through the tubing causing a leak. Baxter's technical service center assisted the hp in ending the therapy early.